Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd phaseal¿ secondary set (c62) leaked at the y-site during use. The following information was provided by the initial reporter: "c62 leaking. During priming, the c62 is leaking from connection of the tubing with the spike. (B)(6) 2020: per photo, leak appear to be at the y-site."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-09-30. H6: investigation summary one sample was provided to our quality team for investigation. Upon visually inspecting the product, a leakage was observed between the spike and tubing. A pull test was performed and no issues related to the connection or solvent used to connect the tubing to the spike was observed. A device history review was performed and found no non-conformances associated with this issue during the production of lot ta12059. Two retained samples were used for additional evaluation. There were no visual defects noted and in all cases the product performed as expected. The spike for this set is provided by a supplier whom we have notified of this incident and provided the sample for further evaluations. Using imaging magnification, no defects were observed on the product that could have contributed to the reported leak. Glue residue was identified as the base of the spike pin and along the internal surface which seems to have created oval shaped grooves on the base of spike which may have contributed to the reported incident. Retained samples were further inspected, no issues or molding defects were observed. A review of the device records for the impacted component did not reveal any non-conformities related to this failure. Based on available information, we were not able to identify a definitive root cause at this time.

Event description:
It was reported that the bd phaseal¿ secondary set (c62) leaked at the y-site during use. The following information was provided by the initial reporter: "c62 leaking during priming, the c62 is leaking from connection of the tubing with the spike. (B)(6) 2020: per photo, leak appear to be at the y-site."